Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's lead revision procedure on (B)(6) 2020, in an attempt to address a lead migration issue (reference reg report: 1627487-2020-02285), was abandoned following a dural tear whilst the physician attempted to reposition the paddle lead. As a result, the paddle lead was explanted.